Manufacturer narrative:
The lens was returned positioned incorrectly in the lens case in the lens carton. Viscoelastic and a small amount of blood was dried on the lens. The optic was cut into two pieces. The optic edge was broken (this area contained one haptic). The other haptic was bent in the distal area around a post of the lens case due to being replaced incorrectly into the lens case for return. The optic was torn (still attached) in the area that included the haptic insertion area of the bent haptic. The lens was cleaned with klrp (klotho-related protein klrp) to further evaluate. The optic anterior was scratched on the anterior and posterior surface near the edge. The posterior optic portion was scratched near the optic center. The optic edge was split from edge inward. Product history records were reviewed and documentation indicated the product met release criteria. A qualified cartridge and handpiece were used. A non-qualified viscoelastic was used. The reported scratch damage was observed. The root cause may be related to a failure to follow the IFU. A non-qualified viscoelastic was used. The IFU instructs: company foldable iols are qualified for use with a company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The IFU instructs that a company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. Information indicated that the company lens with 26.5 diopter lens was removed and replaced with another company lens with diopter lens. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that during surgery, once the lens was injected a scratch was noticed. It was cut out and a new lens placed. There was patient contact. Procedure was completed on the same day. No patient harm. Additional information has been requested.